Manufacturer narrative:
No device problems were identified. The instructions for use for the system states the indications for use as: "the ijs-e system is intended to provide temporary stabilization of the elbow joint after trauma or chronic elbow dislocation. For safe effective use of the implant, the surgeon must be thoroughly familiar with the surgical technique for the device, implant, and associated instruments. Potential ijs-e construct failures such as stress fractures of the bones, loosening of the construct, instability, delayed soft tissue healing, soft tissue irritation, or incomplete healing may occur as a result of non-compliance to post-operative rehabilitation, excessive elbow activities or construct overloading." Furthermore, this device contraindications state: "the ijs-e system should not be used if the following are present: active or latent infection, sepsis, insufficient quantity or quality of bone (bone loss greater than 30% of the total articulation or involving an entire column of the distal humerus, coronoid bone loss of 50% or more" bone loss greater than 30% of the total articulation was identified in the imaging provided violating the contraindication listed above. The procedure performed was an interpositional joint arthroplasty with placement of ijs.

Event description:
Implant revision.